Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to erosion.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.